Event description:
Original equipment manufacturer (OEM) unable to complete preventative maintenance (pm) on CT per schedule due to resource constraints. CT is on service contract with siemens and was originally due (B)(6) 2022 and was pushed back to (B)(6) 2022. Work was not completed in either november or december as of 1(B)(6) 2022, is still not complete. Site is concerned because of safety issues as pm is required. Site ID (B)(4).